Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care professional regarding a patient who is implanted with a neurostimulator. It was reported that the patient complained of pocket pain. There were no contributing factors noted. The patient had a pocket revision due to the pocket pain. The pocket was located from the left buttock to the left flank. Upon opening the site, it looked possibly infected. Cultures were sent. The issue was resolved at the time of the report.